Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The south wall was replaced to resolve the issue.

Event description:
It was reported that the south wall broke while moving the unit. There was no patient involvement.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. A: no report of patient involvement. E1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226. H3: device evaluation anticipated, but not yet begun.